Event description:
It was reported that the device was explanted after an implant duration of zero days.through followup with the surgeon, it was learned that the device did not fit or seat properly, and therefore was replaced with another valve.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.